Event description:
Customer reportedly received the following results on two mobile systems within 1-2 minutes: 1. 5.4 mmol/l (mobile system 1) and 12.0 mmol/l (mobile system 2) 2. 2.9 mmol/l (mobile system 1) and 8.0 mmol/l (mobile system 2) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The test strips are not available to return for evaluation, and the lot number and expiration date were not provided.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system 2. (B)(4). Device will not be returned.